Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. Per the tandem user guide: if more than 10 seconds have passed with no input, the bolus is canceled and never delivered. In this case, the incomplete bolus alert will be displayed on your pump.

Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high". A specific bg value was not provided. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request as intended. Tandem technical support educated the customer on ensuring bolus requests are completed. The customer administered a manual injection of insulin to address the bg and performed a supply change to address the issue.